Event description:
During the procedure, the gold tip of the fiber came off inside the patient. Dr treated the gsv first, and then treated the perf. While treating the gsv, the machine shut off. We started the machine again and finished the case. He then treated a perforator and during this portion of the case, the gold tip came off inside the patient.

Manufacturer narrative:
Conclusion: the complaint investigation has been confirmed. During the evaluation of the returned sample, the metal tip sleeve appeared to have a dark discoloration, a crack was found in the ferrule and the core/glass ferrule assembly showed the distal core was melted, rounded and blackened. The exact cause of the complaint is unknown. The dark discoloration of the metal sleeve indicates the use of high temperatures. The melted, rounded, and blackened appearance of the core/glass ferrule assembly indicates there was a significant amount of lasing after the break. During the review of the manufacturing records for the possible lots, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.